Manufacturer narrative:
Eval summary: no sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to MFR's release criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that after placing a glaucoma filtration device in the pt's eye the surgeon observed that there was no drainage through the shunt. The surgeon removed the shunt and implanted another one. No pt impact reported. Add'l info has been requested.